Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 550 mg/dl at the time of the incident. Customer stated other blood glucose value was 96 mg/dl. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not active at the time of incident. Customer reported insulin pump was off with no power. Customer was not feel ok with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).